Manufacturer narrative:
Concomitant medical products: product type: lead, product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2009. (B)(4).

Event description:
The patient reported that stimulation kept cutting out intermittently and would stop. This was noted to happen when the patient was standing straight up and down when it cut out. No falls, trauma, or emi were reported. Troubleshooting determined that stimulation was on, on program a at 1.7 volts, and the patient just had to turn it down. Follow-up was being conducted to determine any troubleshooting performed, actions/interventions taken, and cause of event. If received, a supplemental report will be submitted.. Indication for use included failed back surgery syndrome.